Event description:
Account alleged that the trendelenburg and hilow up functions are not working. Account stated that there were no injuries and a pt was not in the bed. Account alleged that the bed had been in a staging prep area.

Manufacturer narrative:
Account stated that she was reading continuity across all pins. Tech support suggested that account adjust the reverse trend disengage switch. Account said she adjusted switch and issue is resolved.